Event description:
The manufacturer received information alleging a ventilator alarms and turns on when plugged in ac power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system pca was replaced to address the issue.